Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during procedure, the perforator drill became stuck in the patient's skull, then, the device disassembled, became detached from its base, making it impossible to use or remove. Parts were removed with forceps. No patient consequences. The procedure was completed with a replacement product available. The motor used with the perforator was "legend". According to information provided; the hammer drill was properly assembled with the motor, the recommended tests between each hole were performed, and a perpendicular approach angle was maintained during drilling with a constant downward pressure.